Event description:
It was reported patient experienced discomfort at the ipg site due to losing weight. Surgical intervention is pending to address the issue.

Manufacturer narrative:
Date of event is estimated.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported patient underwent surgical intervention on (B)(6) 2024 during which the ipg site was repositioned to address the issue. Therapy was restored post-op.